Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02029, 2134265-2011-02030. It was reported that during a stenting treatment procedure, a dissection occurred. Access was obtained through the left femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 6fr non-bsc guide catheter engaged the vessel and a pt moderate support guide wire was advanced. The lesion was predilated with a 2.5x15mm apex balloon, which resulted in a dissection. A 2.75x18 promus stent delivery system (sds) was advanced distally to the lad and the stent was deployed. Next, a 3.5x38mm ion sds was advanced and deployed. Lastly, a 3.5x12mm ion sds was advanced proximally and the stent was deployed overlapping the 3.5x38mm stent resulting in good flow through the vessel. During recovery, the patient was feeling sick, looked pale and had very low blood pressure. An EKG revealed high st elevations and the patient returned to the cath lab three hours after the initial procedure with a totally occluded lad. A non-bsc aspiration catheter was used to remove the thrombus. Then a 4.0x30mm maverick balloon catheter was advanced to dilate the lesion. A balloon pump was put in and the patient was put on a ventilator. No additional patient complications were reported.